Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left circumflex (lcx) artery. After a non-bsc guide wire crossed the lesion, pre-dilation was performed with a 3.0x12 non-compliant non-bsc balloon catheter. A 3.00 x 12 synergy ii drug-eluting stent was advanced to the previously implanted stent but was unable to cross. A non-bsc guide extension catheter was then used with the stent; however, the stent got caught in the previously implanted stent and pulled the stent off the balloon. The dislodged stent was in the lcx but was undeployed. A 3.0x15 emerge balloon catheter was then advanced and deployed the stent in the target lesion and the procedure was completed. No patient complications were reported and the patient's status was okay.